Event description:
The product was applied during an unspecified procedure. Reportedly, both the needle and suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no injury to the pt.

Manufacturer narrative:
12/16/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.